Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call calibration and high blood glucose. The customer's blood glucose was 684 mg/dl. The customer's blood glucose was 95 at the time of call. Trouble shooting was performed and found sensor calibration and currently using the auto mode feature. Further trouble shooting was not completed. Customer declined trouble shooting for high blood glucose. The customer had issue with sensor. The customer's blood glucose was 284 mg/dl at the time of incident. The insulin pump will not be returned for analysis.